Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator had an erratic graphic user interface (gui) display. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer (se) inspected the device and verified the reported issue. The se replaced the backplane printed circuit board (pcb) and the issue was resolved.

Event description:
It was reported that the ventilator was not on a patient at the time of the event.